Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device. Hyphema and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, patient anatomy and surgical technique/experience with the device contributed to the reported event. MFR# reference: (B)(4).

Event description:
Initially, it was reported that following a right eye (od) cataract procedure, the surgeon was unable to implant the stents from a trabecular microbypass stent system due to compromised intraoperative visualization. Per report, the procedure was aborted, and compromised visualization with surgical technique/experience with the device contributed to the reported event. Through follow-up, the surgeon reported that the patient presented with hyphema persisting after one (1) day postop. The surgeon noted that the hyphema was self-resolving and was associated with decreased vision. According to the surgeon, compromised visibility, surgical technique/experience with the device and patient anatomy were the contributing factors. The patient¿s most current status was reported as ¿hyphema is clearing and vision has improved¿. Any omitted information was not available and was not provided through follow-up.